Event description:
Boston scientific received information that this pacemaker displayed a magnet rate of 90 paces per minute (ppm) after approximately 21 months of implant. The magnet rate was still at 90 ppm after approximately 28 months of implant. There was a concern the battery was depleting prematurely. Based on the information provided, technical services discussed the device may be close to elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.